Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during a biliary lithotomy procedure performed on (B)(6) 2022. During the procedure outside the patient, the wire would not bend. It was reported that "something like a stylet at the tip of the catheter was found to be bent." Additionally, "the stylet was broken. There were not any other problems, but the bend was bad because of the stylet." The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of molding tip of the curving mandrel was detached. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the molding tip was detached from the curving mandrel, and it was not returned, which was consistent with the findings when the device was observed under magnification. Per the dimensional inspection, the thickness and the length of the coined end of the forming mandrel were measured, and both were within specification. Functionally, bow test was performed outside and inside the scope, and the device bowed and unbowed as intended. No other problems with the device were noted. The reported event of detached molding tip of the curving mandrel was confirmed. Upon analysis, it was found that the molding tip was detached from the curving mandrel. Based on the condition of the device, the problem found could have been generated due to handling to remove the mandrel from the device, such as if the physician rotated the molding tip instead of pulling the mandrel. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during a biliary lithotomy procedure performed on (B)(6) 2022. During the procedure outside the patient, the wire would not bend. It was reported that "something like a stylet at the tip of the catheter was found to be bent." Additionally, "the stylet was broken. There were not any other problems, but the bend was bad because of the stylet." The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.